Event description:
It was reported that the pump is not delivering the correct amount. The pump had been set to deliver 5ml in 20 minutes, but it only delivered 0.4ml. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 22 august 2022 in the complait: had an error for maintenance and not delivering the right amount of medication during the programmed time. There was no patient injury. Updated serial numbers from (B)(6) to (B)(6). H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500 h4: correction: device manufacturing date: 08-nov-2018

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are intact. Could not duplicate customer problem of pump not delivering the correct amount. Upon review of the event log history the pump was programmed to deliver 5.1 ml over 15 minutes at a rate of 20.4ml/hr. With monoject 60ml syringe. The pump delivered the correct amount after checking the plunger position at the beginning and end of infusion. The event log history is attached to complaint. Performed delivery accuracy test and the pump was in factory spec. Functional testing was unable to determine the intermittent of the error. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.